Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's ins is non-functioning. There were no patient complications reported as a result of this event. It was recommended that they follow up with their healthcare professional.